Manufacturer narrative:
Document review: gmk revision extension stem 19 / 105 mm. Code 02.07.f19105 / lot 103639 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Gmk revision ps femur size 4 left (k102437). Code 02.07.2404l / lot 100578 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
(B)(4).